Manufacturer narrative:
No radiographs or images were provided, confirming the event. No product was returned, no product information was given, and no further evaluation of the product can be completed at this time. Unknown factors include: patient activity at the time or prior to the event, patient bone quality, the degree of spinal instability, patient compliance with postoperative care instructions, or if the patient sustained a fall/impact of any sort. Duration of implantation (10 years) as related to patient condition and progression towards bony fusion or loss of osseointegration are unknown. Root cause of specific failure mode cannot be determined.

Event description:
On (B)(6) 2008, patient underwent acdf at c3-c5. On (B)(6) 2019 it was reported that the left c4 screw and the bilateral screws at c3 had backed out. On (B)(6) 2019, revision surgery was performed and anterior hardware was removed and discarded. Acdf was extended from c5 to c7 with anterior plating c3-c5 with supplementary posterior fixation c2- t2.